Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00691. It was reported the patient underwent a surgical intervention on (B)(6)2017 to pull the trial leads out. During the procedure, the doctor had difficulty pulling the lead. One of the leads broke when it was pulled and the broken part was still in the patient. X-rays may be taken but the results are unknown. A neurosurgeon took the broken part out on the same day. Both leads are being reported because it is unknown which lead broke.